Manufacturer narrative:
Concomitant medical devices: d334drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on stored electrograms (egm). The patient experienced inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). The device and ra lead remain in use. No further patient complications have been reported as a result of this event.